Manufacturer narrative:
The bed moved away when the operator was on his way to transfer the patient on the bed. It is unknown whether the bed operator was holding the bed. According to the operator, he was unable to hit the emergency stop button as he was confused by the incident and instead attempted to disengage the pedal to stop the bed. The bed stopped moving. The malfunction was recreated during initial simulation by arjo technician. After that the control board was returned to the manufacturer for inspection. The manufacturer's engineer tested the pcb and indicated that from the available data it seems that the issue is related to the corrupted wheel calibration parameters. It is unknown however how it became corrupted. The engineer used the pcb with random device but was not able to recreated the complaint scenario (bed moving away), because the wheel calibration was overwritten. The only issue that was visible were short jerk movements, after which the battery cut off power to the indigo for a few tens of seconds. The wheel calibration parameter issue is the singular occurrence. Arjo device failed to meet its performance specification since the indigo worked incorrectly. The bed was about to be use by the patient. No injury was reported. The complaint was assessed as reportable following the indication of uncontrolled movement of the indigo module.

Manufacturer narrative:
The pcba was delivered to the manufacturer and tested with the random indigo device and no discrepancies were noted. The complaint scenario could not be recreated. By reading the device errors, it has been indicated that the possible reason of unintended movement could be related to some issue with motor calibration parameters. Analysis of the gathered data is ongoing.

Event description:
Arjo became aware of the event involving the enterprise 8000x bed equipped with the indigo module (intuitive drive assist). The bed with the activated indigo moved away unexpectedly from the operator. There was no injury.

Manufacturer narrative:
The bed equipped with indigo module was inspected by field service technician who recreated the reported issue. The pcba is to be returned for manufacturer's further analysis. Additional information will be provided upon conclusion of the investigation.